Event description:
It was reported that prior to a procedure, the device tore apart when it was taken out of the package. No other details are known.

Manufacturer narrative:
Info anticipated, but unavailable at this time.